Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the literature review article indicates that a patient presented with patellofemoral pain, post tka, which was treated with revision surgery. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
*Literature case* " total knee arthroplasty using bicruciate-stabilized or posterior-stabilized knee implants provided comparable outcomes at 2 years: a prospective, multicenter, randomized, controlled, clinical trial of patient outcomes.". Authors: jennie m. Scarvell, phd, b(app)sc physiotherapy, diana m. Perriman, phd, b(app)sc physiotherapy, mphil, paul n. Smith, bm, bs, fracs, faortha, david g. Campbell, bm, bs, phd, fracs, faortha, warwick j.m. Bruce, mb, bs, fics, fracs, faortha, bo nivbrant, fracs, phd, md, the journal of arthroplasty 32 (2017). The authors of the study reported that 1patient presented patellofemoral pain that was treated with revision surgery.